Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
The customer reported that the unit has error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed. Reportedly, the unit powered on before a case started in the operated room and alarm appeared. Through follow-ups, customer indicated that the unit was not used on a patient, incident occurred prior to the case starting.